Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The technical support specialist (tss) dialed into the cabinet, logged the user out of the system, navigated the populate button screen and tested the drawer 5. Tss identified that the drawer contains requested medication and also verified the drawer open and close functions. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. The customer attempted troubleshooting by remoting into the cabinet, logging the user out of the system, navigating to the populate buttons screen, and testing drawer 5. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.